Event description:
According to the reporter: the distal part of the shaft has two holes and little plastic parts (black) have exposed outward, and the operator was irritated because the dissector stuck each time he tried to pull it out. Also, the operator was worried that some part might fallen off. There was no patient injury. The surgical time was not extended by more than 30 minutes due to the product problem. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)